Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the short spine reference clamp was missing washers and while using the t handle on the screw the screw would back up but the teeth would not disengage. The surgeon had to remove the spinous process. The delay in surgery was less than an hour.

Manufacturer narrative:
Although a specific cause of the reported incident was unconfirmed as the part was not returned to the manufacturer, an investigation into returned parts with similar reported malfunctions was completed. The spine clamp failures occur when torque applied to the clamp screw is greater than the weld strength to the captive clamp washer. Excess torque can force the washer to dislodge. Once the washer is dislodged, the clamp screw can be fully disengaged from the instrument. If the washer is disengaged, but the clamp screw is threaded into the instrument, the clamp screw will function for spine clamp application to the spinous process, but the lack of a washer will prevent the clamp from opening. Based on the results of the tests, it can be concluded that the root cause of the failure occurs when the spine clamp¿s drive mechanism is opened to the design travel limits, and then the clamp screw is further torqued in an attempt to open beyond the travel limits and a torque of greater than or equal to 2.72nm is applied.